Event description:
It was reported that the device failed preventive maintenance and displayed error code 41622 during testing. There was no patient involvement and harm.

Manufacturer narrative:
One device was returned for analysis. No relevant service history was found. Review of event logs confirmed error code. Visual and functional testing was performed. Device failed motor test. Probable cause of complaint was cam flex sensor. Replaced cam flex sensor and device passed all testing criteria.